Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side exchange of textured devices due to patient's concern with product. Later healthcare professional reported "capsular contracture baker grade IV" and "exchange from textured to smooth". Later healthcare professional reported "capsular contracture", "capsule very thick" and "calcifications". Patient underwent total capsulectomy. Device was explanted.